Manufacturer narrative:
Serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, a technical support specialist confirmed that there were no issues with the device, and no further investigation was required. Tss confirmed that my quick link was showing medication under patient profile. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, sites were down. The customer reported that they were attempting to send out medication to patient profiles, but the information was not being sent to the cabinets. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.